Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 95 mm in diameter abdominal aortic aneurysm. It was reported that approximately five years and eight months post index procedure the endurant ipsilateral stent graft limb had migrated proximal into the aneurysm sac and there was a right side distal type I endoleak. The physician determined that the left endurant limb had only a couple of millimeters of coverage into the left common iliac artery. The physician elected to implant a 16x20x93 endurant in the right ipsilateral limb and a 16x16x93 endurant prophylactically in left iliac limb. The event was resolved. Per the physician the cause of the event was due to aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.